Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the device was manufactured prior to 2012.

Event description:
It was reported that the metal contact at the very end of the lead had been torn off. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.